Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional representative reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens got stuck in delivery system. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day. There was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was not returned. Only the device was returned. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. The tip of the plunger is broken and returned in the carton, this damage most likely occurred during transportation. No other damage observed. Iol was not returned. The product investigation could not identify the root cause for the reported complaint "lens got stuck in delivery system" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. We are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).